Event description:
Possible false positive sars result for 1 asymptomatic consumer. The consumer communicated they tested negative with another rapid antigen assay a few days prior.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.